Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high impedance measurements greater than 2,000 ohms. No changes were made to the system. No adverse patient effects were reported.